Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
On january 19, 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of available sensor data did not indicate evidence of a system malfunction. However, as a proactive troubleshooting measure, customer care recommended that the user perform a sensor re-link to clear the calibration buffer and address a potential calibration misalignment. The user successfully completed the sensor re-link, after which the system was monitored over several days. Additional monitoring confirmed improved agreement between bg and sg values following the re-link. Per data management system review, the system was current with active use at the time of complaint closure.